Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four events were reported for this quarter. Three devices were received for evaluation; 3 events were confirmed. Three devices were found to be affected by corrosion in the switch mechanism. One device is available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device safety switch was stuck in the "run" position. Three reported events had no patient involvement; no patient impact. One reported event had no information available from the facility regarding patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record. Reported events 1 event was reported for this quarter.   Product return status 1 device was received for evaluation.  Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by corrosion.   Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device safety switch was stuck in the "run" position. 4 reported events had no patient involvement; no patient impact.